Manufacturer narrative:
The customer reported a complaint that " the autopulse platform (B)(6) displayed a "system error, out of service, revert to manual CPR" error message" was confirmed during functional testing and based on the review of the archive data. In this case, the system error might be related to the device shutting off unexpectedly, which is likely attributed to an intermittent failure of the power distribution board (pdb). Visual inspection of the platform found both head restraint wires were cut/broke off, unrelated to the reported complaint. The damaged head restraints do not render the autopulse platform non-functional. The likely root cause for the damage was due to mishandling, but wear and tear cannot be ruled out due to the age of the platform. The autopulse platform was manufactured in 2015 and is over 8 years old. The top cover will be replaced to remedy the damage. The archive data review indicated system error - 132 (internal watchdog timeout), thus confirming the reported complaint. Based on the archive review, the ap platform shut off unexpectedly (no compression initiated) twice recorded on the event date and twice on july 31. Due to multiple unexpected shut offs, the archive file was partially overwritten/corrupted. Ap vision software was used to clear the overwritten/corrupted archive files and to reload the latest firmware. Due to multiple shut off unexpectedly, the power distribution board will be replaced as a preventive precautionary measure to help prevent reoccurrence. During initial functional testing by the medtech service team, the autopulse platform failed due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. To clear the system error, ap vision was used. Subsequently, the functional test was performed on the device and the device worked without any issues. Unrelated to the reported complaint, when the shaft was rotated, a rumbling sound was heard from the encoder. The rumbling sound was related to an inadequate amount of grease applied in the gearbox. Upon applying more grease to the gearbox, the platform was re-evaluated through multiple runin tests without any fault or error. The autopulse platform functioned appropriately and performed as intended. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse does not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse, the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patient's outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The customer reported that during patient use on aug. 27, the autopulse platform (B)(6). Displayed a "system error, out of service, revert to manual CPR" error message. The patient, a female in her 80's, was found collapsed in her home. No additional patient information is available. The patient was in cardiopulmonary arrest when the paramedics arrived at the patient's home. The patient's rhythm was non-shockable. The paramedics attached a competitor's device (lucas) to the patient. CPR by the device was being performed on the patient during transport. At around 8:45, the ambulance arrived at the hospital. At around 8:50, the patient was deployed on the autopulse platform, and the use of the platform began. At around 9:00, the user temporarily stopped the platform to check the patient's pulse. When the user pressed the continue button to restart the compressions, the platform displayed a "system error, out of service, revert to manual CPR" and didn't work. Immediately, manual CPR was performed to continue the treatment. After system error occurred, the nurse changed the autopulse li-ion battery with a spare one and repeatedly pressed the on/off button, but the issue was not resolved. At 9:37, the patient was pronounced dead. According to a nurse, it is highly unlikely that the platform failure affected the patient outcome.